Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error (e216) and scope error (e218) occurred. The issue was found during the inspection for use. There were no reports of patient involvement.